Event description:
During a visit by the territory manager, he was advised by the nurse-rn that the fms ordered for pt on (B)(6) 2014 would not seal and began leaking during inflation. It is reported that 15mls was instilled when leakage occurred. It is also reported that the syringe was removed and the nurse-rn tried to adjust the luer lock but was unable to instill any fluid. Lastly, it is reported that this device was discontinued and a new one was used without any difficulty.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that a new device was inserted resulting in no untoward effect to pt. No add'l pt/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a supplemental report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.